Event description:
It was reported that after implantation of an in intraocular lens (iol) into the left eye, the lens rotated out of position. The lens was repositioned, and a capsular tension ring was placed. Allegedly the lens moved out position a second time. The incision was enlarged to allow for removal of the iol and the lens was exchanged with a different model iol. The capsular tension ring remains implanted. There were no injuries reported. In the surgeon''s opinion the most likely cause for event is haptic not contacting capsular bag adequately.